Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The stimulator header was defect. The issue was the inability to fully seat lead through the header of stimulator. Issue thought to be related to unknown/unseen 'barrier' within the header of the stimulator. After a successful 2 week ae (advanced evaluation), the patient was consented for neurostimulator s2 (stage ii). After disconnecting the percutaneous extension from lead, surgeon attempted to pass the lead through the header of the stimulator. After first attempts to unsuccessfully place the lead through the header, with a consistent stopping point at intersection of lead with set screw of header. After multiple unsuccessful attempts to seat the lead within the header, the surgeon first evaluated the lead for any unusual deformity to discover no recognizable issues with lead geometry. The battery was also inspected and the set screw was reversed one full revolution to attempt to clear the possible interrupted pathway. The lead was wiped down with a dry sponge to remove any debris. Damp antibiotic solution sponge was also used in an attempt to lubricate the lead (as suggested by technician services). Repeated attempts using multiple approaches (spinning the lead) miscellaneous angles. All equally unsuccessful. After troubleshooting, the surgeon requested a second stimulator. Although there was a reported "small catch" while passing the lead through the header of the second stimulator, ultimately, the lead seated without difficulty. Impedance testing was performed to confirm connectivity. Patient was closed. The issue was resolved at the time of this report. The healthcare professional (hcp) had no further information on this event. Patient status at time of this report was alive with no injury. Surgical intervention occurred. Additional information received by the representative reports troubleshooting was needed for a lead insertion issue. Lead insertion difficulty reported during procedure. Reportedly, could insert 1st electrode of lead part way past setscrew and can't advance lead any further. The lead was not previously implanted with extension and 3023. The lead was used during 2-week trial. Visually inspect the contacts and it was confirmed none looked out of round. The stimulator was rotated while inserting the lead and may use sterile, de-ionized h2o (water) for lubrication. This did not resolve the issue. Header bore did not look obstructed. They also tried spiraling lead into header block but this didn't resolve. Event date was (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.